Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, received pump reset instructions, and successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred.